Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If explanted; give date: not applicable. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece. Iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Actual lens remains implanted. Reported debris was returned and pending investigation. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a pcb00v intraocular lens (iol), debris was observed on the posterior surface of the iol. The debris was removed from the patient's eye using a surgical instrument. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted, the reported ''debris'' was returned for evaluation. The debris was analyzed by fourier transform infrared (ftir) spectroscopy in order to identify the material. The ftir analysis indicates the material is possibly a polypropylene/polyethylene copolymer. Based on evaluation of the manufacturing process, this material is part of the device; therefore, it was confirmed as a product failure. Manufacturing records for the device were reviewed. The complaint unit was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.